Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test, pump error 63 variable 3 occurred in the screen test of the self test. Pump was successfully downloaded history files and trace using thus. Test p-cap locked into the reservoir tube successfully. No pump error 130 alarms noted during testing. Pump error 63 variable 3 was found in the history files on (B)(6) 2023 at 14:01:58.00 due to poor solder joints on the u1 chip from the keypad assembly. Pump error 4 occurred during testing due to the motor mcu did not get the response from the main mcu when sent the request. The pump was cut open for visual inspection and found moisture on pcba 1 and force sensor and poor solder joints on the u1 chip from the keypad assembly. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, battery tube threads - cracked, cracked case - corner of belt clip rails. Pump passed full drive test. Pump error 130 was not confirmed during testing. Exposed to moisture confirmed on the force sensor. Pump error 63 variable 3 was confirmed during testing due to poor solder joints on the u1 chip from the keypad assembly. Pump error 4 was confirmed due to a hardware error anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic, indicated that the customer received unexpected movement in hall sensor counts alarm (pump error 130). And hardware low level failures alarm (pump error 63). No harm requiring medical intervention was reported. Troubleshooting was performed. And customer was able to clear the alarm and complete rewind. Pump failed the self-test. Advised customer to replace insulin pump. The customer will discontinue to use the pump. And revert to health care professional¿s plan. The insulin pump will be returned for analysis.